Event description:
It was reported that customer experienced malfunction alarms labeled alarm 2 followed by alarm 26 related to an occlusion that had occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by delivering bolus through pump and resuming insulin, and although customer reported recurring occlusion issues, customer declined additional assistance and technical support closed case.